Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that cathode conductor coil was stretched in the neck region near the tip and fractured under the anode electrode ring. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that at the implant when putting this lead into the introducer the helix was extended and it was not possible to retract the helix even outside the patient's body. The lead was not used and returned. No adverse patient effects were reported.